Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance and device damaged by another (caused damage) could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent, and reduces the chance of damaging or dislodging the proximal stent. In this case, it is possible the instruction for use (IFU) deviation related to distal stent placement may have contributed to the reported event; however, this cannot be confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the advancing 3.5x28 xience sierra stent delivery system interacted with the implanted 3.5x15 xience sierra stent during advancement causing the reported failure to advance and subsequent material deformation. Continued interaction between the delivery system and implanted stent resulted in the reported device damaged by another (caused damage). The device was retrieved successfully and without issue. The treatment appears to be related to operational context of the procedure. Additionally, it should be noted that the most distal lesion should be stented first as indicated in the xience sierra instructions for use. The act of crossing a stent distally may have contributed to the reported difficulties; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Improper or incorrect procedure or method. Improper or incorrect procedure or method. The additional xience sierra stent delivery system (sds) is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. The 3.5x15mm xience sierra stent delivery system (sds) was deployed and another 3.5x15mm xience sierra sds met resistance with the previously implanted stent causing the xience sierra to become twisted and mangled. The second xience sierra unimplanted stent was noted to have the stent struts flared. The implanted stent was removed via snare. The procedure was completed successfully with a 3.5x23mm and 3.5x15mm xience sierra. There were no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.